Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that he was on an island and that the insulin pump had not been exposed to any moisture. Customer reported that he would try to put the insulin pump in rice to see what happens and will call back when he returns to the united states. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.